Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and this pacemaker was operating with smr5 firmware. A boston scientific technical services consultant discussed that the software update allows for continuation of automatic, low power telemetry wakeups used to initiate a remote monitoring session after a high battery impedance condition is detected in the device. As the battery impedance continues to increase, the telemetry wakeup power draws may trigger safety mode. Additional information received reported that this pacemaker was updated to smr6, and a subsequent code 1003 was recorded. Continued monitoring was recommended until wandless telemetry is disabled, with the recommendation to schedule device replacement at that time. This pacemaker system remains in service. No adverse patient effects or interventions were reported at this time. This patient is not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.